Manufacturer narrative:
Concomitant product: product ID 3058, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4).

Event description:
The patient reported via a manufacturer representative (rep) that the system was not working for the last few weeks prior to (B)(6) 2015. The pocket was opened and the lead was severed. The portion of the lead that was in the pocket was removed and the portion of the lead that was below the sacrum was left in the patient. The system was replaced and the issue was resolved. The patient was alive with no injury. The patient¿s indications for use were urinary dysfunction and sacral nerve stimulation. It was unclear if the lead was found severed or intentionally severed during explant. The reason for the system not working was not specified, so additional information was requested. If additional information is received a supplemental report will be sent.